Event description:
I have been using the bayer contour usb meter to monitor my blood glucose since (B)(6) of 2010. In (B)(6) 2010, I began to notice that I was getting extremely high readings with this meter. I began testing this meter against two other meters. The two add'l meters gave me readings of 50 mg/dl to 150 mg/dl lower than the usb meter. I informed bayer of this problem and they sent me a new usb meter. I compared the readings on it against the two other meters for 1 week and got consistent readings on all three meters. Yesterday, I began to notice a pattern of high readings with the new usb meter, so I began checking it against the two other meters again. Again, the usb meter is giving consistently higher readings. This makes a difference because the higher the glucose reading, the higher the dosage of insulin I must take. If this meter is giving consistently high glucose readings and I inject a higher than needed dose of insulin, then I am overdosing and could possible lead to a coma and possible death. I believe there is a problem with the bayer contour usb meters and an investigation is warranted. Dates of use: (B)(6) 2010, (B)(6) 2011.